Event description:
A customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer service representative instructed the caller to plug the wall adapter into a known working outlet for at least 30 minutes to see if the pump would begin charging, and it was recommended to replace the charging supplies due to the issue reoccurring.